Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported image switching issue could not be confirmed/no image switching issue was found. Additionally, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe issue could not be determined, however, the issue was likely the result of user handling/mishandling and or wear due to repetitive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there was a gap between the acoustic lens and the ultrasound probe. Additional findings include the following: the scope cover plate was detached, the adhesive on the bending section cover had a chip, and the play of the up / down knob was out of the standard value due to wear of the angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had no ability to switch to ultrasound image. There were no reports of patient harm.